Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 36 and 48 hours. The needle mechanism failed to work as intended during activation. Patient stated slide did not move forward. The patient also reported that the cannula was bent. For treatment, the patient's pod was replaced, water was consumed and a correction was delivered. Document increase in bg levels from pdm records or as described by the caller: mother reports at one point the readings were high over 500 (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.